Event description:
It was reported when the hyperglide ballon was placed at the neck of the aneurysm and during first inflation, the balloon ruptured. The catheter was then removed and another balloon catheter was used. No patient injury reported.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it was discarded by the site. Based on the reported details, it was likely the balloon exceeded the maximum recommended inflation volume which led to the rupture. The device was tested (inflated) prior to use by the user.